Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that patient suffered pain from implant placement at tooth site 47 despite antibiotics and the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp, tsv,4.1mm, sbm,10) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was attached to an encode healing abutment. No allegations or malfunction was reported for the encode healing abutment. The implant was identified as reported; however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured . Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1271846. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271846 for similar events and no other complaint was identified. Review completed utilizing keywords: pain. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.